Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was explanted due to clavicular crush and will not be returned for analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has a history of low out-of-range pace impedance measurements. There is now evidence of oversensed noise resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The patient has an underlying rhythm of 36 bpm so there was no asystole greater than 2 seconds. The noise could be reproduced with arm movements. The patient was asymptomatic and oversensed noise was found during a routine follow up visit. Boston scientific recommended revising the lead. No adverse patient effects were reported. The patient was referred for lead extraction.

Event description:
New information received indicates that there was also evidence of high out-of-range impedance measurements.